Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted obvious visible observation that the balloon had mushroomed, which indicates that the balloon had not fully deflated. This does not meet specification stating that the "balloon must not cuff after deflation". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that a ridge was formed on the catheter balloon and the urologist had to be called in to remove it. It was stated that there was no trauma to the urethra recorded, but was very uncomfortable for the patient. As per follow up with ibc via mail on 18jun2021, the nurses involved did not pretest the balloon, and the appropriate amount used to inflate the balloon was also not documented. The ccu nurse also reported that passive deflation was used. The product was lodged in the patient¿s urethra, and doctor was able to remove it, with no residual trauma to the patient, but doctor reported that this certainly caused the patient discomfort.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a ridge was formed on the catheter balloon and the urologist had to be called in to remove it. It was stated that there was no trauma to the urethra recorded, but was very uncomfortable for the patient. As per follow up with ibc via mail on 18jun2021, the nurses involved did not pretest the balloon, and the appropriate amount used to inflate the balloon was also not documented. The ccu nurse also reported that passive deflation was used. The product was lodged in the patient¿s urethra, and doctor was able to remove it, with no residual trauma to the patient, but doctor reported that this certainly caused the patient discomfort.